Manufacturer narrative:
(B)(4).

Event description:
A talent and aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. It was reported that a recent CT revealed that there is distal type I endoleak and a ruptured aneurysm. The physician stated that the rupture was due to continued dilatation of the iliac artery. The physician implanted an endurant 13x13x199 iliac limb and the distal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.